Event description:
It was reported that the customer experienced an altitude alarm 21 on the pump. Blood glucose levels remained between 54-500mg/dl, indicating no adverse impact. The customer's insulin delivery was interrupted, and attempts to resume delivery failed, leading to the decision to replace the pump and cartridge. The customer was instructed to use multiple daily injections (mdi) as a backup therapy. Customer support arranged for the pump's return using a pre-paid label and provided instructions on placing the pump into storage mode.